Event description:
It was reported that during follow-up, an increase in right ventricular lead impedance and capture thresholds were observed. It was determined that the lead had fractured. No patient symptoms were reported. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.